Event description:
This lv lead was implanted on (B)(6) 2010. A call to technical services on (B)(6) 2012 states that the patient's lv threshold was a little high when pacing, so cardiologist sent patient to him to evaluate. Ep said what he found was that the lv would not capture at high output but would capture as voltage lowered and this remained so down to 1.2v. So he set output to 2.4 and twice noticed that when pacing at 2.4, it looked like capture was intermittent. Any ideas as to what might've been cause of this phenomena? Asked caller what lv pacing configuration was and caller said it was lv tip > rv coil. Asked if he had tried other configurations and he said he had not. He said he programmed lead to 3v to provide more than adequate safety margin. Discussed that based on caller's description of what was going on, it sounds like there was some sort of capture issues at certain outputs when utilizing the rv coil of this device. Discussed it could be something akin to anodal capture issue, so next time patient is in clinic, other pacing configurations could be evaluated. With current lv lead, there are 5 other pacing vectors to pick from to try and 4 of them would isolate lv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).